Event description:
It was reported by service report that the siderail would not latch due to a worn latching assembly pivot screw. No patient was affected and no clinally relevant delay in treatment was reported.